Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, at an unspecified time following the sensor failure, the patient experienced a hypoglycemic event and reportedly ¿fell into a coma.¿ no fingerstick blood glucose measurement was available. A family member administered glucagon nasal spray, after which no additional medication or treatment was required. The patient did not seek hospital care. At the time of the report, the patient was described as ¿recovering,¿ and it was understood that the patient was in stable condition. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be low count aberration. No additional patient or event information is available.